Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient believed the device was delivering too much insulin and experienced a low glucose event that was treated with oral rapid-acting carbohydrates. Symptoms included hypoglycemia without loss of consciousness or seizure. Outcomes included resolution of the event without hospitalization or emergency care. Investigation included attempts to obtain additional clinical and device-use information. Investigation of this case revealed an unclear cause with no confirmed device malfunction identified due to limited information. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.